Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds; all other electrical measurements were stable. The lead was capped and replaced during routine device change out procedure. The patient was in good condition.